Manufacturer narrative:
Patient identifier corrected from (B)(6).

Event description:
Reprise IV study. It was reported that thrombus to the left coronary cusp (lcc) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of antiplatelets other than aspirin at the time of index procedure. The patient received loading dose of 325 g of aspirin prior to the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The aortic valve was then treated with the deployment of a 25mm lotus edge valve. There was correct positioning of the second prosthetic heart valve into the proper anatomical location. Post procedure transthoracic echocardiogram (tte) assessment indicated that the patient's conditions were: aortic valve area of 2.2 cm^2. The mean aortic pressure gradient was 9 mmhg and the left ventricular ejection fraction was 72%. No aortic valve regurgitation was noted. The patient was discharged on aspirin and clopidogrel. Post procedure summary: in (B)(6) 2019, 28 days post index procedure, the patient was noted to have thrombus to the lcc. Computed tomography (CT) scan was performed as a diagnostic procedure for the event. The event was treated medically. At the time of reporting, the event was considered to be not resolved. It was further reported that the subject was enrolled in the bicuspid cohort of the study. The previously reported (B)(6) 2019 CT was performed during the protocol scheduled 30 day followup visit. At the time of the event, the subject was on aspirin and plavix which was discontinued. In (B)(6) 2019, subject was started on eliquis 5mg bid and aspirin 81 mg was recommended to be continued. A followup CT scan was recommended in 3 months.

Event description:
(B)(6) study: it was reported that thrombus to the left coronary cusp (lcc) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of antiplatelets other than aspirin at the time of index procedure. The patient received loading dose of 325 g of aspirin prior to the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The aortic valve was then treated with the deployment of a 25mm lotus edge valve. There was correct positioning of the second prosthetic heart valve into the proper anatomical location. Post procedure transthoracic echocardiogram (tte) assessment indicated that the patient's conditions were: aortic valve area of 2.2 cm^2. The mean aortic pressure gradient was 9 mmhg and the left ventricular ejection fraction was 72%. No aortic valve regurgitation was noted. The patient was discharged on aspirin and clopidogrel. Post procedure summary: in (B)(6) 2019, the patient was noted to have thrombus to the lcc. Computed tomography (CT) scan was performed as a diagnostic procedure for the event. The event was treated medically. At the time of reporting, the event was considered to be not recovered/not resolved.